Event description:
It was reported that system shutdown occurred and the procedure was aborted due to this event. An angiojet ultra system console and avx thrombectomy set were selected for thrombectomy procedure. The console was working normally in the beginning however, it was noted that the screen suddenly went off. The console was reboot several times but neither the power button nor the eject button worked, and the screen remained off and also the drawer remained open, and the procedure was aborted. There were no patient complications as a result of this event. It was further reported that the issue was noted with the console, and the patient was sedated wtih local anesthesia.

Event description:
It was reported that system shutdown occurred and the procedure was aborted due to this event. An angiojet ultra system console and avx thrombectomy set were selected for thrombectomy procedure. The console was working normally in the beginning however, it was noted that the screen suddenly went off. The console was reboot several times but neither the power button nor the eject button worked, and the screen remained off and also the drawer remained open, and the procedure was aborted. There were no patient complications as a result of this event.